Event description:
During verification testing at the service center, the device did not deliver a dose when the bolus button on the device was pressed.

Manufacturer narrative:
During testing, the device did not deliver a dose when the bolus button on the device was pressed. This was due to a broken bolus switch on the middle printed circuit board. The cause of the broken bolus switch could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).